Manufacturer narrative:
Date of report: 11jun2019. Date rec'd by MFR: 10jun2019. The manufacturer¿s international service technician confirmed the reported oxygen issue. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 13aug2019, date of report : 12aug2019. The part was returned to the manufacturer for failure investigation. No failures were identified after testing the gas delivery system assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the unit failed the oxygen accuracy test (pvt test 7) at the 100% setting. There was no patient involvement.